Event description:
On 03/17/2025, it was reported by a distributor via email that (qty. 2) of an ar-3600 fibertak suture anchor 1.6 mm had the fiberwire cut while passing around with a suture lasso. The case was completed successfully and no reported pieces broke off inside the patient. This was discovered during a bankart procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The procedure was completed without delays, and no additional anesthesia was required. The steps were simply repeated twice, and two additional ar-3600 anchors were used to finalize the case. There were no reported negative effects on the patient during or after surgery.

Event description:
The procedure was completed without delays, and no additional anesthesia was required. The steps were simply repeated twice, and two additional ar-3600 anchors were used to finalize the case. There were no reported negative effects on the patient during or after surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.